Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section d10 - updated concomitant medical products. 3. Section h6 - replaced heic 2199 with 4650 for hecc 1905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information, the customer reported high blood glucose was treated with other, the event involved product(s) mmt-7040ma, mmt-7841zn, unomedical, unk_reservoir. The products mmt-7040ma, mmt-7841zn, unomedical, unk_reservoir will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a discrepancy in reading between sensor glucose and blood glucose values. The customer also reported pairing issue between pump and transmitter. The customer reported blood glucose value of 460 mg/dl. The event involved product(s) mmt-7040ma, mmt-7841zn. Troubleshooting was not performed for hyperglycemic event and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. It was confirmed that the discrepancy between the sensor glucose value of 350 mg/dl and blood glucose value of 450 mg/dl and also noticed that the communication issue resolved. No further patient complications were reported. The products mmt-7040ma, mmt-7841zn will not be returned for analysis. Frn-unk-rsvr, unomed set, pqf-mmt-7841zn-xmtr.